Event description:
Additional information was received indicating that the decreased sensing on the rv lead resulted in undersensing. The dislodged was confirmed with x-ray.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found the helix was extended and clogged with blood/tissue. The full helix extension length was measured within specifications. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies with the exception of procedural damage.

Event description:
During an in clinic follow-up, decreased sensing was observed on the right ventricular (rv) lead. The rv lead was dislodged due to twiddler's syndrome. The lead was explanted and replaced to resolve the event. The patient was in stable condition.